Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 3006705815-2022-16697, 3006705815-2022-16699. It was reported the patient experienced ineffective therapy that is causing an increase pain for an unknown reason. As a result, surgery may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.